Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their implant was overheating and the issue began a couple months ago. Patient stated when they would charge their implant the implant would start heating up, the implant would feel like it was burning their skin on the inside and it was a little painful. Agent reviewed role of patient services (pss) (not a scheduling center), reviewed role of a manufacturer representative (rep) and provided patient with nas number for healthcare provider office to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call and that they have adoctors appointment coming up. Patient mentioned that the controller gives system problem rm05 and then they cannot charge and that this has happened before. Patient noted that the implant heats up when they get this error message; patient added they weren't sureif they should wait for the doctors appointment or try and resolve the error message now. Patient stated that they were told a medtronic rep would be at their appointment but when they tried to call the phone number given they got re-routed to patient services and were confused; agent reviewed nas and role of rep with patient. Patient reported they have a pacemaker and do not want to trigger that implant. Agent advised to meet with the doctor before doing any troubleshooting that could trigger the implant heating up. Patient was redirected to managing hcp.patient called back after meeting with their hcp and medtronic rep. Patient said they had the internal devices thoroughly checked, and there was no issue found. The medtronic rep attempted to call pats for assistance at the appointment but was apparently unable to get through for further assistance with external equipment. Patient said while working with the rep, they looked over their equipment and did not notice any damage, but the controller changed between rm06, rm05 and rm03 codes while trying to charge the implant. Agent reviewed information with patient and sent request to repair. Patient will monitor issues moving forward and call back if troubles persist. Agent closed case.